Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages, service code 105) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. In addition, the monitor displayed a service code 105 (pulse test relay stuck). The cause for the service code was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, and q17 on the defibrillator pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving 'adjust belt" message and a service code 105 (pulse test relay stuck).